Event description:
Hvad placed on (B)(6) 2017 complicated by significant intra-op bleeding, vasoplegic/cardiogenic shock, persistent fevers and worsening leukocytosis. Patient with rising ldh since implant. On (B)(6) patient began to have increase in vad flows and frequent power spikes. Taken to operating room on (B)(6) 2017 for emergent vad exchange.